Manufacturer narrative:
(B)(4)

Event description:
The manufacturer's representative reported that the patient had (B)(4) implanted and part of the lead fractured off and was currently in patient's body. It was additionally noted that 3057 test lead, lot number either n554077 or n550462, implanted: (B)(6) 2015. (B)(4) temporary pne (percutaneous nerve evaluation) lead stretched and then fractured as it was being removed from the patient following the conclusion of the trial on (B)(6), 2015. The nurse indicated that the lead was probably only 25 - 50% removed from the patient when this occurred. Fluoroscopy was used to try to view the lead and they could not see it. The doctor determined that the best course of action was to leave the fractured lead inside the patient at this time. The patient experienced no symptoms related to the fractured lead.